Manufacturer narrative:
(B)(4).

Event description:
It was reported, the pt experienced an unk traumatic event. Following this event, the device stopped working, the pt stopped using and charging the device. The device went into a power on reset (por) condition. The por was cleared and the pt was instructed to continue to charge the device. Three days later, the battery was no longer charged. A second por was cleared. The pt had surgery to replace the lead due to abnormal impedances and the hcp decided to replace the battery as well. The pt currently had good stimulation and impedances all checked well.